Event description:
In 2005, the pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The pt obtained a result of 564 mg/dl on the reported meter; she did not note symptoms of low or high blood glucose level. She did not retest to see if the result was correct and she took no action to affect her blood glucose level following use of the meter. The high meter result prompted the pt to go to the ER. A result of 119 mg/dl was obatined on the hospital meter nad the pt received no treatment. The customer care rep. Noted that the hosp. Result was obtained within 10 minutes of the reported meter result. Is is likely that it would have taken more than 10 minutes for the pt to travel to the ER, be admitted, and have her blood glucose level tested. Even so, the difference between the results was significant and seems to indicate that the reported result was inaccurate. The meter, test strips, and control solution were replaced. A control solution test was not completed, as the control solution was expired. As no user technique error was identified that might explain the inaccurate result, the complaint is classified as a product malfunction medical device reportable.